Manufacturer narrative:
A ge representative has not yet reported on the eval of this system.

Event description:
The customer reported that the system is losing saved images. No pt injury was reported.